Event description:
When rounding it was found that this patient's pump was under-infusing medication. The given medication zosyn, was set for 200 ml/hr as prescribed and read on the infusion pump but drops exited the chamber at a very slow pace. The volume to be infused (vtbi) also read as 67.3 mls when there was 80 mls left in the bag. When assessed, the primary registered nurse (rn) and charge rn were notified to remove from service. The device was collected and brought to the nursing office. Pump (B)(6). Tubing discarded by primary rn on 25.